Event description:
It was reported that pump showed alarm 2 followed by alarm 26 related to an occlusion issue, but there was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect from infusion site, load new empty cartridge, and deliver 9-unit bolus, which completed successfully, and planned to use multiple daily injections as backup therapy. Technical support arranged a one-time warranty replacement pump with updated software, confirmed shipping details, instructed customer to place current pump in storage mode and return it within 10 days using provided materials, and advised customer to connect continuous glucose monitor to replacement pump.